Event description:
It was reported to boston scientific corp that an ultraflex proximal tracheobronchial stent was used during a stenting procedure in the left main bronchial branch. According to the complainant, dilation of the stricture was not necessary; therefore, the physician placed a guidewire (jagwire) through the stricture. The stent was then placed in the stricture with the help of the guidewire. The bronchoscope was moved proximal of the stricture. Under bronchoscopic control, the nurse began to pull the suture and noticed that additional force was required. The stent was deployed approximately 1cm, but the suture knots could not be loosened. The physician attempted to pull the suture with the same result. This stent system was removed and the procedure was completed with another ultraflex proximal tracheobronchial stent without further incident. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.